Event description:
Device#1 malfunction: premature deployment. Time of malfunction: during insertion. Symptoms / ae: none. It was reported that during the insertion of the xceed stent into the sheath, the stent started to deploy. The device was removed from the sheath without any problems. There were no adverse pt effects reported. A second xceed stent was attempted to be placed, and again, during insertion of the xceed stent into the sheath, the stent started to deploy. However, while attempting to remove the second xceed stent delivery system from the sheath, the device broke into four pieces. The device and sheath were removed as one unit without any reported pt adverse effects. The procedure was completed without incident with a non-abbott device. Although requested, there was no add'l info provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received. The xceed biliary stent lot# 60079-6h is being filed under separate medwatch report.